Manufacturer narrative:
A ge representative evaluated the system, and replaced the hard drive. System operates as intended.

Event description:
Customer reported the system will not boot. No patient injury was reported.